Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.